Event description:
It was reported that the catheter was not able to be locked in place due to metal ring coming loose and breaking off on catheter. No patient injury reported. (B)(6) 2010 update: the group of anesthesiologists reported that upon a recent use of the new 11 fr. Introducer, they noticed a loose metal ring and were unable to secure the introducer to the ep catheter. They located the actual device and took a picture.

Manufacturer narrative:
Device was returned to manufacturer on (B)(4) 2010 but has not yet been evaluated.